Event description:
Procedure type: sigmoidectomy. According to the reporter: the doughnut ring of the distal margin was torn as if it was cut with the knife. Using a new one, anastomosis was performed again. Nothing fell into cavity. Patient is under observation. In this case, distal margin was excised with echelon before using eea. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.

Manufacturer narrative:
(B)(4).